Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the scratches on display screen that affects ability to read the screen and insulin pump squirts insulin during priming. Customer¿s blood glucose level was unknown. Customer also reported that battery cap does not screw back in easily and reservoir was came out randomly. Customer stated that diminished battery life, rejects new batteries, insulin pump was slower during rewind, had to rewind multiple times to finish process and frequent random unexplained no delivery alerts. Additional troubleshooting was declined. The device will not be returned for analysis.